Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd fluids and diarrhea. The cause of the peritonitis was unknown. On same day, the patient was hospitalized for the event. The same day, the patient began treatment with ciprofloxacin and imipenem (doses, frequencies and routes not reported) for peritonitis. As the patient did not respond to treatment, the antibiotics were discontinued thirteen days after initiation. On an unreported date, the pd catheter was removed and dianeal therapies were discontinued. Thirteen days after the onset of peritonitis the patient switched to hemodialysis. The patient was discharged from the hospital two weeks after admission. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.